Event description:
The customer reported that the device will not turn on. No patient involvement is noted.

Manufacturer narrative:
The customer¿s reported problem was confirmed. The device passed all required testing and specifications, and released back to the customer. A review of the device history record for (B)(6) was performed from date of manufacture 04/11/2020 to present date 10/20/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the device will not turn on. No patient involvement is noted.